Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer was able to change the cartridge and drops of insulin were noted to be exiting the end of the tubing during filling. There was no impact to the customer's blood glucose level.